Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, after the mixing process, the cement hardened too fast.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned device was evaluated. The product analysis shows that the cement powder and the monomer have been mixed. Reserve sample from the same lot was evaluated and the reported event was unconfirmed. Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, after the mixing process, the cement hardened too fast.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly."